Event description:
The customer obtained multiple, higher than expected vitros valp quality control results (biorad lot 40782 results = 97.7, 90.6, and 92.5 ug/ml vs. Expected result = 75.4 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. Valp patient results were reported during the timeframe of this event, however there is no indication that any valp patient results were questioned by a physician. There was no allegation of harm to patients as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros valp quality control results were obtained. There was no report that patient samples were affected. An ocd field engineer optimized adjustments to multiple analyzer subsystems. However, it could not be confirmed that the equipment adjustments made by the service engineer were related to the event, as pre-service and post-service system performance were acceptable. The investigation could not determine a definitive root cause. However, another manufacturer's quality control fluid and/or a reagent related issue cannot be ruled out as possible contributing factors. There is no evidence that the vitros 5600 analyzer had malfunctioned.